Event description:
It was reported that a patient had a device implanted in (B)(6) 2007 because she had a ¿bad habit of wetting [her] pants.¿ after implant, the patient was kept out of work for four weeks because of her job as a delivery driver. In (B)(6) 2008, she went to the doctor to have the device checked. At that time, she was told that the main lead was not working. The patient was told that it might have been because it was in a ¿fluid pocket.¿ a month later, she went in again and was told that the lead was fractured and had to be removed and replaced. They said the lead was cracked, possibly from a pressure point. The patient was skinny and drove and bent a lot, and they were thinking between those two things, that¿s why it broke. The patient was told that even if it was fixed, there wasn¿t a guarantee that it would work again. The patient wasn¿t happy about it and if it was a ¿bad system,¿ she wanted it taken out. The device was ¿more or less¿ non-functional. The patient was ¿walking around with this dead thing¿ in her. No symptoms, interventions, or outcome were reported regarding this event. No additional information was able to be obtained. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).